Event description:
It was reported that during a procedure in a heavily tortuous, totally occluded, mid left circumflex artery (cx) the xience prime stent delivery system (sds) was unable to cross the lesion. Resistance was met during advancing and force was used to overcome it. The shaft first kinked and then separated in the proximal part. Both parts of the device were removed without issue or resistance. Another xience prime sds was placed successfully in the target lesion. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The xience prime stent delivery system (sds) was not returned for analysis which may have assisted in the investigation. However, since there was no damage noted to the sds during inspection prior to the procedure, this may indicate that a product deficiency did not contribute to the difficulties experienced. It is most likely that the heavily tortuous, totally occluded lesion contributed to the failure to cross. Then as resistance was met and force was applied, the shaft kinked and further manipulation of the device would have contributed to the shaft separating. It should be noted that the xience prime instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. In this case, it is likely that the use of force contributed to the reported kink and shaft separation. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query the complaint-handling database for the reported lot was performed and there have been no other incidents reported for shaft separations or kinks for this lot. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are visually inspected for kinks during manufacture and a sampling of units is destructively tested to verify lumen integrity.